Event description:
It was reported that one month post implant the patient went to the emergency room with the device sounding. A lead integrity alert triggered for high sensing integrity counts and non-sustained tachycardia episodes on the right ventricular lead. It was also noted that there was far field r-wave oversensing on the atrial lead. A partial portion of the old left ventricular lead remains implanted and it is suspected that there may be some lead to lead interaction. No oversensing was seen on followup, and no intervention was taken. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.